Manufacturer narrative:
Reporter discarded the involved product and did not provide photographs. Production history records could not be reviewed as no lot information was provided by reporter. The packaging label contains precautionary statements advising the end user to use a bite block when performing oral care on patients with altered levels of consciousness, or those who cannot comprehend commands, and to ensure foam head is intact after use.

Event description:
Report received of a user error resulting in suction swab disengagement; labeling instructions regarding use of bite block were not followed. The reporter provided the following information. On (B)(6) 2016, a nurse was providing oral care to a male patient. The patient reportedly bit off the tip of the suction swab. Upon being bitten, a 3.5 cm distal end piece of the suction swab, including a portion of the plastic straw, broke off in the patient's mouth. The nurse attempted several times to remove the broken piece with her gloved fingers. The patient began to experience dyspnea and a moist cough but no stridor. The reporter stated the broken piece of the suction swab was visualized using a laryngoscope. The broken piece was located in the lower hypopharynx overlying the vocal cords and reportedly partially occluding the patient's airway. Mcgill forceps successfully removed the broken piece and the oropharynx was suctioned thoroughly. X-rays following the incident confirmed the broken piece was successfully removed. The patient remained hospitalized unrelated to the incident. Instructions for use state: "use a bite block when performing oral care on patients with altered levels of consciousness or those who cannot comprehend commands." Reporter declined to provide the patient's mental status, but confirmed a bite block was not in use at the time of the incident. Repeated attempts were made to gather patient information. Reporter declined to provide patient information. Although requested, no additional information was available.